Event description:
In 2004 pt underwent percutaneous fixation of right subcaptial femoral neck fracture using suspect medical device. Eventually pt developed severe pain though by their physician to be associated with retained hardware. In pt underwent surgical removal of 3 screws from the right hip. Pt did well post op and was dismissed from the hospital the same day.